Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, for the first firing of esophagojejunostomy in total gastrectomy, they used powered stapling handle .it was functional anastomosis. The surgeon fired the device till the distal end then waited for 2 seconds and opened the jaws, however he found the knife was stopped on the halfway and the staples of the distal were u-formed. Surgeon states tissue was not thick nor that there was no bleeding at the site. No injury.